Event description:
It was reported that the patient presented in clinic for follow up. The patient's pacemaker exhibited premature battery depletion. No intervention was performed. Patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.